Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a missing smiths tampered seal label, scratches, cracks and worn out lcd lens screen, and a torn off downstream occlusion sensor (dso) seal. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of several alarm messages. To further investigate, a functional test was performed. Customer problem was not duplicated. Device was able to pass functional tests, however error was found in the device ehl to have happened. The dso sensor was replaced as preventative measures.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device indicated that the cassette was not properly attached. There was no patient, or clinician injury associated with this occurrence. It occured during testing. No further details provided at this time.